Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirts during priming. The customer¿s blood glucose was unknown at the time of incident. The customer also report that the hairline was fracture on screen and insulin pump was louder during rewind. The customer had to rewind multiple time to finish process and also received random no delivery alarm. The insulin pump will not be return for analysis.